Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 3.0 cm diameter abdominal aortic aneurysm. It was reported that follow up CT scan done recently showed both common iliac arteries continued to dilate resulting in type ib endoleaks. Both limbs were extended with stent grafts to healthy tissue and the patient and the endoleaks resolved. Per the physician, the cause of distal type I endoleaks was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Date of death is unknown. (B)(4).